Event description:
It was reported that infection was tracked through the velour cuff of the driveline up and below the rectus sheath site tunneled from the pericardial space. Due to this driveline infection, a heartmate 3 exchange was performed on (B)(6) 2025. The original heartmate 3 apical cuff and majority of the original outflow graft remain implanted along with 3/4 of the original bend relief. The heartmate 3 was replaced along with new outflow graft connector and approximately 2cm of new outflow graft. New driveline was tunneled to exit via a counter incision to exit left upper quadrant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the old pump was discarded. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.